Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth,the helix of the lead was extrinsically bent,and visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during implant the physician was unable to fix the lead. A passive lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.